Manufacturer narrative:
On october 12, 2020, the mentor failure analysis lab received the device for evaluation. On october 22, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, the device was observed to be ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If you would like us to conduct a more exhaustive evaluation, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient was also diagnosed with a right breast capsular contracture. On april 5, 2023, we received additional information indicating that the event date was on august 31, 2020 and the right breast capsular contracture was baker grade ii. This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast will be reported under mrn: 1645337-2023-04765.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was updated with the following statement: microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who underwent primary breast augmentation with two 380cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade IV, post-procedure. The capsular contracture was diagnosed via physical examination. As a result, on (B)(6) 2020, the patient underwent bilateral removal and replacement with the following devices: (left) 480cc mentor memorygel breast implant catalog: 3505480bc lot: 9448225 sn: (B)(4) and (right) 480cc mentor memorygel breast implant catalog: 3505480bc lot: 9473308 sn: (B)(4). During the surgery, it was found that the left breast implant was also ruptured.